Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Both the probe and the non-insulated part had contact marks. The ptfe pad was worn and partially torn. There was no missing on the ptfe pad. The coating of the jaw was partially missing. As the result of checking the manufacturing record of the same lot, there was no abnormal found. This type of coating damage is most likely related to the operator's technique. Based on the similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was scraped with a hard object. The ptfe pad might be damaged and contact marks might be made since the user activated output without contacting tissue (including after the tissue already cut). Error might occur since the ptfe pad was worn and the probe contacted with the non-insulated part. The instruction manual of the device has already warned as follows; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a lower anterior resection, an error occurred. The intended procedure was completed with another device. On november 10, 2017, olympus medical systems corp. (Omsc) found that the coating of the jaw was partially missing. No patient injury was reported.